Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. This ra lead was replaced with a different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues with the right atrial (ra) lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly. However, a venogram revealed that the patient's left subclavian vein was occluded, leading to the decision to implant a new system on the right side. This ra lead was replaced with a different model. No additional adverse patient effects were reported. According to the additional information, there were no issues with the ra lead. Since the left subclavian vein of the patient was occluded, a decision was made to surgically abandon the ra lead and reimplant a new system on the right side.